Event description:
After application (surgery performed in 2002) two bone screws applied to the patient's femur broke at the proximal end of thread. Both portions of screws left in the patient's bone have been removed.